Event description:
On (B)(6) 2022, the following information was provided to kci by the patient: on (B)(6) 2022, the v.a.c.® dressing tubing came out, and the patient could not reach the home health so went to the hospital. The patient was admitted allegedly due to a wound infection. The patient did not remember the event very well due to having a fever. On (B)(6) 2022, the following information was provided to kci by the home health nurse: the patient was hospitalized for sepsis secondary to a grossly infected right thigh open wound. The patient was seen on (B)(6) 2022 for a routine nurse visit and the wound was clean and granulating without signs/symptoms of infection noted at that time. On (B)(6) 2022, the home health nurse made another visit due to patient calling all night to report a v.a.c.® malfunction. The visiting nurse found the v.a.c.® dressing in place and it appeared that the spouse had tried to patch the leak. There was a moderate amount of sanguineous drainage trapped underneath the drape. The wound and periwound were red, hot to touch and swollen. Ems was dispatched to take the patient to the hospital. The patient was discharged from the hospital on (B)(6) 2022 with v.a.c.® therapy in place and is on intravenous antibiotics. The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.

Manufacturer narrative:
The v.a.c.® dressing lot number was not provided and the product was not returned, therefore a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged sepsis requiring hospitalization and intravenous antibiotics is related to the v.a.c.® dressing. The patient had a traumatic injury that developed a hematoma and necrotic tissue that required surgery on (B)(6) 2022 and an additional surgery on (B)(6) 2022 due to a retained hematoma and necrotic tissue prior to v.a.c.® therapy placement. The home health nurse assessed the wound and found the v.a.c.® dressing left in place beyond the manufacturer's recommendations and with positive signs/symptoms of infection. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.